Event description:
The customer reported to olympus, the tracheal intubation fiberscope had a pinhole. The device was returned for evaluation. During the device evaluation, it was found that the connecting tube coating was peeling. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a pinhole on the bending section cover the water tightness was lost. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: adhesive on the bending section cover had a chip, bending angle in the up direction did not meet the standard value due to wear of the angle wire, control unit was sticky due to water leakage, up/ down plate was sticky, control unit had discoloration, and connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6). Added here due to character limitation in respective field.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling connecting tube coating was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.